Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis showed that the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. The malfunction appeared to be consistent with other pulse generator that have had continuous average power increases. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis showed that the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. The malfunction appeared to be consistent with other pulse generator that have had continuous average power increases. The device was explanted. No additional adverse patient effects were reported.